Manufacturer narrative:
(Process evaluation): device history record review, medical review based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage to the lens. Physician report does not indicate that any adverse event or condition would have caused damage to the lens. Per medical review: reportedly, micl was inserted upside down requiring intraoperative lens removal/exchange. No reported incision enlargement or any other tissue damage. According to the report by a technician, dated on (B)(6) 2016, the cause of the event was unknown. The same report stated that there was no patient injury and that backup lens was implanted without problems. No reported postoperative sequelae. Based on the complaint history, work order search, product evaluation, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found. Visual inspection of the returned product found one haptic torn. The lens was returned in a small amount of liquid. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, and the lens went into the patient's eye upside down. The lens was removed within the same surgery with no patient injury. The backup lens was implanted with no problem.